Event description:
Pt. Presented to have bilateral ultrasound of carotids. Right side demonstrated vessels to be widely patient, left side no flow was detected in either the internal or external carotid arteries. Additional views were consistent with these findings. Pt. Then had a cta of his neck which showed wide patency bilaterally.